Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely no image and image noise is caused due to non-functional scope connector unit. The most probable cause of debris on light guide lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the colonovideoscope was found to have debris on the light guide lens, a noisy image, and instances of no image display. There was no patient involvement.